Manufacturer narrative:
A2: the mean age of 70.4 years, with a standard deviation of 9.7 years, while those in the hostile field group had a mean age of 69.0, with a standard deviation of 8.7 years. A3b: women comprised 15.1% of the virgin field group and 30.0% of the hostile field group. B2. The date of death was not provided for any of the reported deaths. B3: the exact event date was not provided in the literature article. The date of event was estimated using the beginning of the study period date range, which covered december 2015 to april 2019. Detailed product information was not provided to boston scientific. Based on the nature of the information received, we are unable to provide the complete unique device identifier (UDI) or other product-specific details. If additional information becomes available, a supplemental report will be submitted. Wang, s. K., miladore, j. N., drucker, n. A., fajardo, a., lemmon, g. W., dalsing, m. C., murphy, m. P., & motaganahalli, r. L. (2019). Procedural complexity of transcarotid artery revascularization is not increased in irradiated and reoperative necks. Annals of vascular surgery, 61, 212-217. Https://doi.org/10.1016/j.avsg.2019.05.063.

Event description:
The study compared perioperative and postoperative complications of transcarotid artery revascularization (tcar) procedures performed between december 2015 and april 2019 between patients with virgin necks and those with hostile necks, defined as having undergone prior neck radiation or surgery. All tcar procedures performed at affiliated facilities between december 2015 and april 2019 were captured. Seventy of the procedures were performed as part of the ongoing roadster 2 registry and were excluded, leaving 149 total interventions for analysis. Of the remaining tcars, 30 were performed in patients with a history of previous ipsilateral neck dissection or radiation treatment. Among these patients, 10 had undergone prior neck radiation, 23 had experienced previous surgical dissection (3 oncologic and 20 carotid endarterectomy), and 3 had undergone both radiation and surgical dissection. The remaining 119 patients did not report any prior neck interventions before the index tcar. No differences were observed in baseline comorbidities or medication usage between the two cohorts. Patients involved in the study had an ipsilateral transient ischemic attack (tia) or ipsilateral stroke within the previous 180 days in the presence of a stenosis greater than 50% or were asymptomatic with stenosis greater than 80% on carotid duplex or computed tomography angiogram. In this study, patients in the virgin field group had a mean age of 70.4, with a standard deviation of 9.7 years, while those in the hostile field group had a mean age of 69.0, with a standard deviation of 8.7 years. Women comprised 15.1% of the virgin field group and 30.0% of the hostile field group. Within 30 days post-procedure, the study noted that the rate of mortality was 2.5% in virgin necks and none in hostile necks. One passed away on postoperative day (pod) 0 due to a massive hemorrhagic stroke, another on pod 28 from worsening congestive heart failure, and the third on pod 23 at an external hospital from undetermined causes. Four unrelated deaths were also noted during the follow-up period averaged 7.5 months for virgin necks and 10.4 months for hostile necks.